Manufacturer narrative:
The reported events were lead dislodgement, loss of sensing and stimulation threshold. As received, a complete lead was returned in one piece. Visual inspection found the helix extended and clogged with blood/tissue. The full helix extension length was measured within specifications. The reported event of loss of sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, high pacing impedance, loss of sensing, and loss of capture were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.